Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection/sepsis. As a result, the patient was administered intravenous antibiotics and this right ventricular (rv) lead was explanted. The physician utilized laser lead extraction to assist with the removal of the rv lead. The rv lead was submitted for culture. No additional adverse patient effects were reported.